Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/15/2017 with the following findings: the down key was under responsive. The down key contact was observed to be cracked. No contamination was observed under the key contacts. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the down button contact was cracked. This report is made based on results of investigation completed on 06/15/2017.